Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. No ECG or mfc accessories were returned for evaluation. It was recommended that the customer assessed the functionality of the ECG cables, and multifunction cables as a precaution. The device was recertified and returned to the customer. Electrode pads used during the event were not returned for evaluation. Review of the device activity logs observed no indications of a device malfunction. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.